Event description:
Boston scientific received information that during the implant procedure; this patient developed a pneumothorax that required left pleural drainage. The right ventricular and atrial leads were competitor leads. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.